Event description:
Catheter kinked in the arch when advancing a psc041.

Manufacturer narrative:
Visual: the device was received in a biohazard bag and was stained with blood and presented multiple kinks at the following locations: distal section: sharp kink 13 cm from the tip, sharp kink 17 cm from the tip, sharp kink 21 cm from the tip. Proximal section: sharp kink 19 cm from the hub. Investigation/conclusion: the distal kinks followed a sharp angle where the device was bent during manipulation to accommodate the anatomy of the subject. Visual inspection of the distal kink at 13 cm from the tip shows a separation between the coils; the coils appear to be compressed towards the distal end. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l13773. The DHR review of final assembly (lot # l13773) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. The lot was sorted for damaged tip during packaging per (B)(4) and (B)(4) units were rejected per (B)(4) disposition. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. Three lots of coils pn1605 (lot# l13694, l13695, l13696) are used to manufacture lot# l13773; the coils are 100% inspected for visual and dimensional measurements. The DHR review of the coils indicated the following: l13694 has (B)(4) rejects for visual inspection, l13695 has (B)(4) rejects for visual inspection, l13696 has (B)(4) rejects for visual inspection. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.